Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced issues with infusion sets during insertion process on (B)(6)2026. The infusion sets from the patient's latest supply have been jamming when attempting to deploy them. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.